Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the heavily calcified, heavily tortuous, left distal circumflex artery, pre-dilatation was performed via radial access. A 2.75x15 rx xience prime stent delivery system (sds) was advanced with resistance and force was applied. At the target lesion, an attempt was made to inflate the stent balloon; however, the balloon did not inflate. The sds was withdrawn from the anatomy with slight resistance. Outside of the anatomy, the stent balloon was observed to be torn. Another xience prime sds was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tear and failure to inflate were confirmed. The resistance felt during advancement and withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.